Event description:
Reportedly, the status light of the subject home monitor remains in orange after device connection. On (B)(6) 2019, the home monitor was connected for more than ten hours, no change in the status light was observed.

Event description:
Reportedly, the status light of the subject home monitor remains in orange after device connection. On (B)(6) 2019, the home monitor was connected for more than ten hours, no change in the status light was observed.